Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps would not move intuitively. There was reportedly an issue moving along the yaw axis. The procedure was completed with a back-up instrument and there was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found that the instrument failed the intuitive motion test. This instruments grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The grip tips were moving opposite of the master tool manipulator (mtm) input commands. The instrument's housing of the instrument was removed, and each of the clamping pulley sets were checked. Some were tight, but many were found from a quarter to half a turn loose. The lack of tension could have caused delayed or lack of intuitive response of the instrument. An additional observation not reported by the site and not related to the customer reported complaint was observed. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.